Manufacturer narrative:
UDI number is not available due to the unknown lot number. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. A search of the complaint file did not find any other report with the involved product code for the past three years. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: the 6 french angio-seal anchor and collagen plug deployed in the right common femoral artery post lhc; stent was deployed in the right cfa to restore flow; the patient was reported to be ok; and other devices used were a pinnacle precision 6fr, jr4 guide, and a standard j wire. Additional information was received on july 20, 2017. There was no reported blood loss. Surgical intervention was performed and the procedure was successfully completed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.